Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer via chatbot stated that their oral-b crossaction toothbrush heads were falling to bits and the plastic bits of the toothbrush head broke off. No injury was reported.